Event description:
Impella purge cassette leaked. Bag and cassette changed. The cassette was gen 1 and replaced with gen 2 when available. Consistent with previous purge cassette failures. Manufacturer response for temporary non-roller type left heart support blood pump., impella (per site reporter) the vendor is actively investigating.